Event description:
Placing a right femoral trialysis catheter and multiple attempts to advance catheter over guidewire failed even after assessment and further dilation (dilation with ease). New catheter opened and prepped advanced over wire with ease.